Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer addressed bg with a manual injection and updated their pump settings to address the event.